Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields:h2, h3, h4, h6, h11, d8, b5. In addition, the following reportable malfunctions were identified during the device evaluation: water output is insufficient. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of the pump head the water output is insufficient. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental repot will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump experienced the following: the water output was insufficient. The issue was found during cleaning and disinfection. There were no reports of patient involvement.